Event description:
It was reported that while using the bd veritor¿ system for rapid detection of flu a+b clia-waved kit the customer got false positives. These results were questioned because a doctor tested herself and she feels fine, but the results came back positive a couple of times. The customer believes these tests were done on bd veritors that had days remaining but perhaps exceeded their max number of tests per device. No patient impact was reported. Customer reported fp flu test on veritor ey know there are false positives because a doctor tested herself (she feels perfectly fine) and it came back as positive a couple times. They believe, but am not certain, that these tests were done on bd veritors that were still ok to use based on # of days but had perhaps exceeded their max # of tests per device. Customer has - removed the older devices from service and have newer ones available. Paused bd veritor poc testing until review of the proper testing, logging, and qc protocol with staff. Compiling a list of all positive flu tests over the past few weeks. They would like to have someone come out and take a look at the previous bd veritor machines that were giving false positives? They are reporting that the previous veritor readers have days remaining but probably had run out of # of uses? They need to know if is there a way to tell?

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd veritor¿ system for rapid detection of flu a+b clia-waved kit the customer got false positives. These results were questioned because a doctor tested herself and she feels fine, but the results came back positive a couple of times. The customer believes these tests were done on bd veritors that had days remaining but perhaps exceeded their max number of tests per device. No patient impact was reported. The following information was provided by the initial reporter: customer reported fp flu test on veritor ey know there are false positives because a doctor tested herself (she feels perfectly fine) and it came back as positive a couple times. They believe, but am not certain, that these tests were done on bd veritors that were still ok to use based on # of days but had perhaps exceeded their max # of tests per device. Customer has - removed the older devices from service and have newer ones available - paused bd veritor poc testing until review of the proper testing, logging, and qc protocol with staff. Compiling a list of all positive flu tests over the past few weeks. They would like to have someone come out and take a look at the previous bd veritor machines that were giving false positives? They are reporting that the previous veritor readers have days remaining but probably had run out of # of uses??? They need to know if is there a way to tell?

Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges ¿false positive results¿ when using kit flu a+b 30 test physician veritor (material # 256045), batch number unknown. The tests were done on bd veritor readers had days remaining. Bd quality performs a systematic approach to investigate false positive result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. The root cause could not be identified. There are no current trends against false positive. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.